Manufacturer narrative:
(B)(4). Meter and test strips were not returned for evaluation, most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with all test results obtained. The expected fasting blood glucose test result range is 80-135mg/dl. The customer did not report symptoms. Medical attention was not reported as a result of the actual blood glucose results. The product is stored according to specification in the closet. During the call, a back to back blood test was performed by the customer and produced test results of 371mg/dl fasting using true metrix meter. The test strip lot manufacturer¿s expiration date is 08/31/2021 and open vial date is (B)(6) 2020. The meter memory was reviewed for previous test result history. Result 1 : 221mg/dl, date: (B)(6) 2020, time: 9:24am, fasting. Result 2 : 242mg/dl, date: (B)(6) 2020, time: 9:38am, fasting. Result 3 : 563mg/dl, date: (B)(6) 2020, time: 6:27pm, fasting. Result 4 : 507mg/dl, date: (B)(6) 2020, time: 6:25pm, fasting. Result 5 : 268mg/dl, date: (B)(6) 2020, time: 11:59pm, fasting.

Manufacturer narrative:
Sections with additional information as of 05-aug-2020: h6: updated FDA's method, result, and conclusion codes h10: meter was returned for evaluation; defect found on rev 4. Returned meter - e-0 with controls. Test strips were not returned for evaluation. H10: most likely underlying root cause: rc-079: the control solution peak is being detected below the lower limit of 2.0 for mr2 v2.53 meter. Corrected sections as of 05-aug-2020: h10: most likely underlying root cause corrected from "mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test" to "rc-079: the control solution peak is being detected below the lower limit of 2.0 for mr2 v2.53 meter".